Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to keypad traces. The device also had cracked lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label, and missing end cap sticker.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 224 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.